Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
In a review of published literature, the following was noted: triaxial embolization of type ii endoleak, shimohira et. Al 2013 by the international society of endovascular specialists. A (B)(6) man was diagnosed with a type ii endoleak 4 months after evar (excluder; w.l. Gore and associates, (B)(4)) for a 52-mm aaa. At 1 year, the endoleak persisted, and the aneurysm sac had enlarged from 52 to 59 mm. Computed tomographic angiography (cta) identified the right lumbar artery as the feeding vessel, which connected to the right iliolumbar artery. Coil embolization was performed with guglielmi detachable coils (boston scientific, (B)(4)) and tornado embolization coils (cook, (B)(4)) from the draining artery to side the endoleak. An attempt to select another draining artery proved too difficult, so the endoleak was tightly packed with coils. The feeding artery was subsequently embolized. Angiography of the right iliolumbar artery showed no endoleak. The patient had no enlargement of aneurysm at the follow-up 7 months after the embolization.